Event description:
The customer observed (B)(6) results while using the architect anti-hcv assay. The customer indicated that one serum sample (the "parent" sample) generated on (B)(6) 2012 an initial result of (B)(6). A "child" serum sample taken from the original "parent" sample was retested on (B)(6) 2012 and generated a result of (B)(6) (non- reactive). A plasma sample, collected at the same time as the "parent" sample, generated a (B)(6). No adverse impact to patient management has been reported.

Manufacturer narrative:
The assay name was typed incorrectly, it should be architect anti-hcv not architect total psa. The evaluation summary should read: further investigation of the customer issue included a review of the complaint text, in-house testing, a search for similar complaints, and a review of labeling. A sensitivity testing protocol was executed using lot 13307li00* and met acceptance criteria which determined the reagent is performing acceptably. *lot 13307li00 contains the same material as the lot in question, 13399li00 therefore the lots are considered equivalent and acceptable to use in the evaluation. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no malfunction and no product deficiency of the architect anti-hcv reagent list number 06c37-36, lot number 13399li00, was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, in-house testing, a search for similar complaints, and a review of labeling. A sensitivity testing protocol was executed using lot 13307li00* and met acceptance criteria which determined the reagent is performing acceptably. Lot 13307li00 contains the same material as the lot in question, 13399li00, therefore, the lots are considered equivalent and acceptable to use in the evaluation. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect total psa reagent list number 06c37-36, lot number 13399li00, was identified.